Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise. Pauses in rhythm was also noted. Programming changes were made. There were no patient consequences.

Event description:
New information received notes that noise was being over sensed.